Event description:
The customer reported the sys displayed an x-ray disabled error code. This message will result in a failure to produce fluoroscopic xray. No report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. Power supplies were replaced. The sys was then found to be operating as intended.